Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air in line) alarm occurred during use with an amia automated pd cycler set for peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the amia cassette and the supply bag. Renal therapy services (rts) reviewed proper procedures with the patient and advised to remove all supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.